Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ("one essure was showed in the incorrect site") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery (live child). In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspepsia ("digestive problems"), back disorder ("back problems"), tinnitus ("a constant beep in the ear"), fatigue ("extreme tiredness"), adverse event ("unspecified ailments"), weight increased ("she is fat/she increased 25 kg in 7 years") and menopause ("she is menopausal"). The patient was treated with surgery (surgery will be done to remove device). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, dyspepsia, back disorder, tinnitus, fatigue, adverse event, weight increased and menopause outcome was unknown. The reporter provided no causality assessment for adverse event, back disorder, device dislocation, dyspepsia, fatigue, menopause, tinnitus and weight increased with essure. The reporter commented: she had unspecified ailments that the physician stated were due to the age or she was fat. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (b)(64 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.